Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator stopped running while in use on a patient. There was no patient harm/injury associated with this issue.

Manufacturer narrative:
Results of investigation: a visual inspection of the module did not show any signs of physical damage. After installing the driver assembly into a known good top level unit and after a successful circuit pressure check-out, the unit cycled. After cycling the unit a minimum of 12 hours, vyaire was unable to reproduce the reported issue of overheating or the reported issue of the unit not cycling. All test points read the proper voltages with the driver running. This unit met all specifications.